Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97745bp, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97745bp, serial/lot #: (B)(6), h3: analysis of the 97745 controller (s/n (B)(6)) revealed that the programmer had screw holes that were stripped causing case separation. The unit was scrapped. H3b: analysis of the 97745bp battery pack (s/n (B)(6)) revealed that that the battery was out of electrical specifications. It had a failed cycle count which should be 150, it read 168. In addition, it had a failed full charge opacity which should be greater than 13150 mah, it read 13146 mah. The unit was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt was having issues with charging, and that the controller won't light up, and that there was something loose in the controller. Caller was not next to pt. Agent called pt to clarify and get serial numbers. Pt stated the grey button on the controller seems to be jammed/falling inside. Pt also reported that when they move the controller it makes a little noise as if something is loose in there. Pt mentioned that the controller screen did not come up and did not display "good morning". Pt said that the ac power plugged into the wall lights up green but controller does not when plugged into ac cord. A replacement controller and battery pack were sent out. No symptoms were reported.